Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
From the article published in the journal "otolaryngology -- head and neck surgery" 2012 entitled "an evaluation of biodegradable synthetic polyurethane foam in patients following septoplasty: a prospective randomized trial, by mahmut sinan yilmaz, mehmet guven, sultan sevik elicora, and recep kaymaz, md. Received july 5, 2012; revised september 17, 2012; accepted october 3, 2012. It was reported that the medtronic merocel nasal packs (8 cm long in each nostril; pope epistaxis packing) was used after septoplasty procedures for 22 patients with nasal respiratory impairment caused by septal deviation. The merocel patients were only 1 of 3 groups in the study, which consisted of 13 males and 9 females ranging from 20-37 years in age. There were no septal hematomas, local infections, or severe bleeding requiring repacking in any of the patients. The merocel group had 7 patients with no bleeding, 5 patients with mild bleeding, and 10 patients with moderate bleeding after packing removal. For adhesions, there were a total of 7 patients with 5 developing mild adhesions, 1 developing a moderate adhesion, and 1 unspecified patient developed a severe adhesion where synechiae occurred. It was required for the patient who developed synechiae to undergo synechiolysis.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). This device is being reported from a literature review. No devices will be returning. The device was not returned and therefore no evaluation could be performed. (B)(4).